Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided.; cause was not known. The customer drank apple juice to address the bg, and received blood work while in the ER. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.